Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted c19 capacitor on the computer/analog pca.  Additionally, there was contamination found on the ca board. The root cause for the shorted c19 capacitor could not be positively identified. The root cause of contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A patient's monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.